Event description:
The nurse reported, the system does irrigate, but when aspirating, the system makes a hissing sound and monitor powers off. The surgeon switched to extra capsular cataract extraction to complete the case. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replaced the front panel. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).